Event description:
It was reported that one folfusor elastomeric pump ruptured during the filling process. This unit was being filled with sodium chloride and fluorouracil. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one filled sample was received. Visual inspection of the sample noted a ruptured bladder in a non-footing position. Bladder was microscopically examined and markings on the exterior surface of the bladder were observed near the rupture line. No other defects were noted. No further testing was performed. The reported condition was confirmed. The cause was not determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.